Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16531. It was reported that the patient presented in the hospital with chest distress and shortness of breath. The right atrial (ra) and right ventricular (rv) leads were not capturing. On (B)(6) 2019, the patient was hospitalized, and the x-ray confirmed dislodgement of rv lead and ra lead. On (B)(6) 2019, the physician repositioned the ra lead was successfully. The rv lead was explanted and replaced because the helix did not extend or retract. The procedure was completed successfully, and the patient was in stable condition.